Event description:
Reporter indicated that vns patient underwent revision surgery due to a hematoma at the generator site. It was reported that the patient is taking coumadin due to previous mitral valve replacement and that patient resumed their anticoagulant therapy the day after vns implant surgery. Following implant surgery, the patient bled into the generator pocket area each time patient had a seizure. The site was aspirated on two occasions and then the patient underwent revision surgery due to wound dehiscence. During revision surgery, the pulse generator was removed and soaked in bacitracin injected irrigation solution. The hematoma was then removed and the pocket was irrigated. Oozing points at the bed of the pocket were coagulated with bovie cautery. The pulse generator was then dried and re-implanted. Follow-up with nerosurgeon two weeks post-revision surgery revealed that the patient was doing well and that the wound was well healed. Stimulation was initiated two weeks after the revision surgery. The patient reported pain with stimulation after an increase in programmed parameters. The patient plans to follow-up with their neurologist regarding the painful stimulation.